Manufacturer narrative:
The device and electrode remain implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device, due to diminished r-wave amplitudes and t-wave oversensing. Technical services reviewed the episode and noted the heart rate was 90 bpm; due to some noise and the t-wave oversensing the device delivered the shock. Technical services discussed testing the other vectors to see if the morphology change could be reproduced. The field representative reported that the patient had been sitting at rest in a chair at the time of the episode. It was noted inappropriate shocks had also been delivered in september. After the most recent shock, the physician programmed off tachycardia therapy. The patient has a concomitant pacemaker, but no interference was observed in the available episode and x-rays of the system placement did not show any problems. The physician planned to evaluate programming of the pacemaker and -ICD, and to adjust the shock therapy zones for the s-ICD, as well as turn off the minute ventilation sensor and adjust the av delay in the pacemaker. At this time the s-ICD remains implanted but not in use. No additional adverse patient effects were reported outside of the inappropriate shock therapy. Further troubleshooting was performed and data was submitted to technical services. It was reported the morphology change in the treated episode occurred when the patient movement of bending at the waist resulted in a contraction of the rectus abdominis muscle. Technical services noted the r-wave amplitudes in the alternate vector were too small, and the inappropriate shock occurred in the secondary vector. Therefore, it was recommended to program the device to the primary vector with a gain of 2x. A captured s-ECG was provided that was in the primary vector, therapy off, and the rate cut offs were 170 bpm and 230 bpm. The 12 seconds of data show the patient went into a vt or svt and sensing appeared appropriate. At these programmed settings the device would have delivered therapy for this arrhythmia had therapy been on. Technical services discussed increasing the rate cut off for the conditional zone to 200 bpm and testing the primary vector with dynamic movement of the rectus abdominis muscle contraction. The local field representative later reported that during troubleshooting the variation in the r-wave amplitude was maintained whenever the patient tilted at 45 degrees. A new screening was performed and a better position for the electrode was observed where r-waves were stable and t-waves were smaller. Therefore, the electrode was repositioned to optimize sensing; testing confirmed a normal shock impedance and appropriate conversion. The patient was recovered with no adverse effects reported.